Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that after wearing the pod she develop lipdystrophy which led to blood poisoning. She went to the emergency room where she was given antibiotics for her site infection. There was no further treatment provided at the ER.